Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not determined. Two days after the onset of peritonitis, the patient began treatment with cefazoline (intraperitoneal, 2 grams daily, duration not reported) and gentamicin (intraperitoneal, 80 mg daily, duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event and antibiotic treatment was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: during follow up with the reporter, they stated that the cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was not further described. Treatment with cefazoline and gentamicin was discontinued 21 days after the start of antibiotic treatment. Also 21 days after the start of treatment, the patient recovered from the event and was discharged from the hospital. The patient was retrained on proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.